Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: mentor smooth round moderate plus profile 500cc saline catalog: 3502500 lot: 7541223 sn: (B)(4).

Event description:
It was reported that a (B)(6) -year old female patient underwent breast augmentation revision with mentor smooth round moderate plus profile 500cc saline breast prostheses. Patient complained that the right breast prosthesis was smaller and had deflated. As a result, the patient underwent removal on (B)(6) 2018.

Manufacturer narrative:
On 8/23/2018, the mentor failure analysis lab has received the device for evaluation. Device investigation summary: the device contained no fluid, upon receipt by mentor. No foreign material was observed within the device or on the shell surface. During visual examination, product evaluation observed the device appears intact. Leak testing was performed in accordance with mentor procedures and a leakage was detected at valve. No other anomalies were found. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Product evaluation concluded that the valve leak occurred sometime subsequent to the removal of the device from its protective packaging. Review of this event as well as similar events have identified the following possible sources of leakage from the valve of the device: tissue ingrowth into the valve is a known potential reaction for this device and has been identified as a possible cause for deflation dislodged valve material from a valve puncture or tear water soluble crystal-like material (residual nacl from the fill solution) external contaminant such as lint, dust, talc, surgical glove powder, drape and sponge lint, skin oils and other surface contaminants deposited on an implant during handling prior to surgery or during preparation of the device for shipment to mentor for evaluation separated valve material lodged between the valve body and the valve seat most likely the result of damage associated with the diaphragm valve. (Pert 0102) excess silicone-like material most likely the result of flash, which can be created during the vulcanization of the valve and washer to the shell in the main assembly process. (Pert 0101) holes (rents, material separation) in the valve possibly due to a rework activity, which was eliminated. (Pert 9902) holes (rents, material separation) in the valve due to damage done by venting the device during autoclaving when something other than a fill tube is used to vent the device. The complaint of deflation was confirmed since a rent was found close to the valve. Based on the information provided and the results of the laboratory examination of the device, product evaluation was not able to determine when the rent was introduced into the valve of the device. A definitive root cause of the failure could not be determined. Product evaluation was not able to determine when the rent occurred. Potential sources of valve leakage include tissue ingrowth into the valve, valve system damage, contaminants from device handling and water-soluble crystals (residual nacl from fill solution). Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).